Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded. Medwatch voluntary report number: (B)(4).

Event description:
It was reported to covidien that a customer had an issue with an unk neonatal umbilical vessel catheter (uvc). The customer reports the uvc was placed on (B)(6) 2011 and on (B)(6) 2011 a crack was found at the hub. The customer reported the catheter was in place for eleven days and it is difficult to determine if the crack, occurred due to a defect in the catheter or if it was due to stress placed on the catheter during use. The uvc was removed and replaced with a PICC.